Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05102 it was reported the patient was not receiving therapy in the patient's established pain pattern. The patient also received stimulation in unintended areas. The physician explanted and replaced the leads which resolved the patient's issue. Stimulation therapy was restored.